Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported lvad fault could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft, sealed outflow graft bend relief, outflow graft clip, and the apical cuff was not returned (figure 1). Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture no relevant data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02aug2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system alarms, including the left ventricular assist device (lvad) fault advisory, and the recommended actions associated with these events. The heartmate 3 lvas patient handbook is also available. Section 5 entitled "alarms and troubleshooting" outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events. The handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The next incident was during initial priming in the operating room (or). The pump was turned off and was attempted to be reprimed again, the left ventricular assist device (lvad) fault cleared. It was decided that the pump would not be used. Data was sent for analysis and the lvad fault alarms were generalized and had codes associated to them in the background data that help determine the cause. In this case it was not clear what the cause was but it was suspected that the lvad required either more or less power than usual to start up the first time, perhaps due to air trapped in the volute. When the pump started the second time, a small air bubble exited the outflow cannula and there was no lvad fault.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the hospital was conducting the 5-minute wet test on a new out of box hm3 pump intended for implant in which the "lvad fault" advisory came up on the system monitor. The alarm silence was on so the alarm was just visual. The vad coordinator re-booted the monitor and pump the lvad fault did not return. The team did not feel 100% comfortable implanting this device in the patient, so another kit was opened and implanted. The hospital is requesting a replacement due to out of box failure. No additional information provided.